Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent revision transforaminal lumbar interbody fusion (tlif) surgery at l1-l3 levels connecting onto existing hardware from l3-l5 levels, for the treatment of stenosis accompanied by a coronal deformity. During surgery, the surgeon went to place the set screw in the 7.5x55 mm screw in the middle of the new construct. When surgeon went for final tightening of the set screw, they believed that the force of the rod laterally had splayed the head and allowed the set screw to strip before torquing off. The threads of both the set screw and the screw, were believed to be delaminated and left metal shavings behind. Reportedly, all fragments that were seen were removed from the patient and a wash out was completed. The screw didn't break into fragments but some of the threads stripped off of both the set screws and/or the inside of the screw itself. The screw remained implanted in the patient. Reportedly, the malfunction was with the screw head itself, the splay in the head is what caused the set screw to be unable to be broken off. Patient complications were reported unknown at this point of time, but it was reported that the patient should achieve solid fusion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.